Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient with elbow prosthesis had a fracture of distal medial malleolus of upper arm and underwent open reduction internal fixation surgery on (B)(6) 2021. After the surgery, on (B)(6), it was found that a bone fracture occurred. There was no breakage of implants, but the bone fracture occurred at the site where fixed by the cortical screw, and the cortical screw had been come off. On (B)(6) 2021, the patient underwent revision surgery, and the fracture site was fixed with another new mediolateral plate. The revision surgery was complete with 180 minutes delay. The patient condition was stable. Concomitant device reported: unknown locking screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) unk screws: cortex. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.